Event description:
The following information was reported to gore: on (B)(6) 2020, the patient underwent intervention using gore® excluder® aaa endoprostheses for abdominal aortic aneurysm. All stent grafts were deployed. A type ii endoleak from the lumbar artery was observed. The endoleak will be monitored. After closure of the wound, it was reported the pulse of the right peroneal artery was weakened, and no blood flow distally could be confirmed by ultrasonography. The wound was reopened, and a thrombectomy using fogarty catheter and percutaneous transluminal angioplasty were performed. The blood flow to distal was confirmed. The patient tolerated the procedure. The physician stated the following ¿I think there is a high possibility that the thrombus in the proximal neck of the aorta has flown to the distal¿.

Manufacturer narrative:
Addition b4. Addition h6: code 213-the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Addition h6: code 22-according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the following warning among others: ¿adverse events that may occur and/or require intervention include, but are not limited to reintervention.¿

Event description:
Reportedly there were no other devices with complaints or adverse events involved in this complaint. The occlusion/thrombectomy occurred in the right peroneal artery. The physician stated "I think there is a high possibility that the thrombus in the proximal neck of the aorta has flown to the distal¿.